Event description:
Event description guidant received information that pace/sense portion of this transvenous defibrillation lead has been capped, due to the proximal ring on the is-1 connection is broken. A new pace/sense lead was added to the system. The shocking portion of the lead remains active.